Event description:
Pt reported to her dentist that her face had swollen up. The dentist said that the hygienist applied the gd to the #5-f on the cervical for hypersensitive dentin. He said that the pt has been treated with the gd once before and did not react that time. He did not know the isolation method or application technique used by the hygienist. He gave the expiry date as 2012-01. I discussed that this bottle was expired. He said that the pt had taken benadryl before calling him, but it was not helping. He said that he prescribed a mouthwash that a pharmacist down the road dispenses for him. It is a mix of liquid benadryl, dexamethasone and maalox. He said that he had her rinse with it twice a day. He said he will call her later this morning to follow-up. I asked to call back to follow-up with him. On (B)(4) 2013 spoke to the dentist. He said he examined the pt yesterday after we spoke. He said she has improved quite a bit. He said he looked at her chart and saw that she is a very sensitive pt. He said that he always uses a rubber dam when treating her, but that the hygienist did not use the rubber dam when applying the gd the other day. He said that she only used cotton rolls isolation and that she applied too much. He said that she dipped the gd into the bottle repeatedly to make the application thicker. He said she let it sit about 60 seconds and rinsed it off. He said that he has reviewed the proper isolation method and to use only the smallest amount of gd with her. On (B)(4) 2013 dentist said pt was fully recovered and there was no need for further follow-up. (B)(4).